Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized and began treatment with injection of imipenem (250 milligrams, twice a day, route not reported, ongoing) and injection of vancomycin (1 gram, after 3 days, route not reported, ongoing) for peritonitis. At the time of this report, the patient was recovering from the peritonitis. Action with dianeal therapy was not reported. No additional information is available.